Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning a patient with an implantable neurostimulator (ins) for unknown indication. It was reported there was a protruding battery. The patient reported pocket discomfort from the battery. The patient¿s ins battery was poking his skin. The patient was redirected to their implanting physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer (B)(6) 2018. It was reported the patient notified their managing physician about the protruding battery and had an appointment (B)(6) 2018. They patient had no idea the circumstances that caused the protruding battery. The patient met with their healthcare provider (hcp) and asked that the ins be removed because it was not working properly. They will have surgery in (B)(6). No further complications were reported/anticipated.